Manufacturer narrative:
(B)(4).

Event description:
It was reported that an episode of non-sustained vf due to noise was observed. The patient was asymptomatic. Further testing was recommended. The physician elected to continue to monitor the patient.